Event description:
The customer reported being hospitalized due to high blood glucose of 485mg/dl. The customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 536mg/, and she was treated with insulin drip at the hospital. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The customer stated that she uses the infusion set for five days. Instructed customer to use the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.